Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A retention sample was evaluated and it was found to be within all product specifications. The reported event was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a poor connection between the dialyzer and the bloodlines. The connection felt loose and did not seat properly, but no damage was noticed to the components. There was some blood oozing around the connection. The reporter stated the line had to be tightened during therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.